Event description:
This is a report of peritonitis from a consumer from the us with supplemental information from the peritoneal dialysis nurse (pdn). Initially a customer contacted baxter's technical service center to report having a check final line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) advised the home patient (hp) to contact the nurse to review therapy settings. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (ps) contacted the care giver (cg) regarding the reported event. The cg did not have any information regarding the check final line alarm, however, in conversation stated the hp experienced breathing issues the prior week, fever and had a lab test that confirmed peritonitis. The cg stated the hp was hospitalized for peritonitis on (B)(6) 2011 and was still in the hospital. On (B)(6) 2011, ps followed up with the pdn and received the following information. The pdn stated the patient has been on pd therapy for approximately 3 months (specific therapy dates unknown) coincident with dianeal 1.5% low calcium, 2.5% dianeal low calcium, and extraneal as the last fill. She stated that the patient has been taken off of pd therapy and is now on hemodialysis therapy because the pd therapy was not working for this patient. She stated it was not taking off adequate amounts of fluid and the patient went into the hospital for the purpose of being transferred to hemodialysis. During this time an effluent sample was analyzed and it was noted that the patient had peritonitis. The pdn did not have any of the laboratory results. She stated they were done in the hospital and she did not have access to the information. The pdn confirmed there was no exit site or tunnel infection associated with the peritonitis. The patient was treated with unspecified antibiotics. The pdn stated the patient has recovered from the peritonitis and is doing fine. The pdn did not provide further information regarding the breathing issues or fever. The pdn stated that this patient is under skilled nursing care around the clock and therefore, she believed the cause of the peritonitis was probably contamination. The pdn stated there is no causal relationship between the peritonitis and a baxter solution or device. There is no allegation against a baxter product. There is no further information available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11e03018 and h11d04076 with no defects noted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since we are unsure why the patient had a breach in aseptic technique. Per the labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. Contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. The direction sheet has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.